Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray damaged; scratch there were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. The cycler was found to have insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient had to have the pd catheter removed. The patient was moved to temporary in-center hemodialysis (hd). Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient had been on vacation and returned with abdominal pain and draining issues. The patient was taken to the hospital on (B)(6) 2025. The patient was diagnosed with peritonitis and admitted to the hospital. The patient was discharged on (B)(6) 2025 and transferred to a different dialysis location. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. It was reported that the patient had been on vacation and returned with symptoms leading to the peritonitis diagnosis which could suggest a contamination event. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient had to have the pd catheter removed. The patient was moved to temporary in-center hemodialysis (hd). Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient had been on vacation and returned with abdominal pain and draining issues. The patient was taken to the hospital on (B)(6) 2025. The patient was diagnosed with peritonitis and admitted to the hospital. The patient was discharged on (B)(6) 2025 and transferred to a different dialysis location. No further information was provided. Attempts to obtain additional information were unsuccessful.